Manufacturer narrative:
The customer observed smoke and a smell emitted from the back of the architect i2000sr, serial number (B)(4). When the field service engineer inspected the instrument, he found smoke due to burned out pump. The field service engineer replaced the pump and the instrument began performing as normal. Ticket trending data did not identify any adverse trend related to a burning smell coming from the vacuum pump. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, a malfunction occurred; however, no product deficiency was identified. The issue was resolved after the replacement of the vacuum pump on the instrument.

Event description:
The customer reported smoke seen from the architect analyzer. The customer wasn't sure whether the smoke is coming out from the analyzer or the aps track. Further evaluation and additional information confirmed that the smoke was coming from the architect vacuum pump and no aps track malfunction was identified to be causing this issue. No discrepant patient results were generated and no impact to patient management was reported. A tech complained of sore eye with reddening (no treatment was administered) while opening the windows to clear the smoke. The analyzer powered down with no impact to user safety. A new vacuum pump was fitted and the instrument was started with no issues.

Manufacturer narrative:
Smoking. No consequences or impact to patient. Product evaluation is in process and the results will be submitted in a follow-up report.